Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "folding", "pain", "capsular contracture baker grade unknown" and "bumps on the sides where the implants have bulged out due to the folding and exchange". This record is for right side. The device was explanted. It is unknown if devices will be returned.

Manufacturer narrative:
Un-report e2303/a010102 as baker grade I was confirmed.

Event description:
Patient report "folding", "pain" , "capsular contracture baker grade 1" and "bumps on the sides where the implants have bulged out due to the folding and exchange". Later healthcare professional reported "harness", "pain". This record is for right side. The device was explanted.